Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, acute sinusitis with bronchitis, diabetes mellitus, gastroesophageal reflux disease (gerd), hyperlipidemia, osteoarthritis, arthritis, osteopenia, heel spur surgery, deep vein thrombosis (dvt), cholecystectomy, back surgery, hernia repair, peptic ulcer disease, chronic obstructive pulmonary disease (copd), lumbar radiculopathy, malabsorption syndrome, lung nodules and polycythemia. One day prior to filter insertion, the patient was seen for a sinus infection. The indication for filter placement was dvt. The filter was placed prior to bariatric surgery. On the day of implantation, a venocavogram revealed the inferior vena cava (ivc) to be widely patent without thrombus. The filter was placed into the infrarenal area of the ivc. Two weeks after the index procedure the patient underwent a roux-en-y gastric bypass. The results of computed tomography (CT) scans done approximately sixteen years and four months after the index procedure indicate that the filter was tilted, there was some filter strut perforation and mild ivc narrowing related to intraluminal thrombus along the left lateral wall. There was also an incidental finding of left adrenal adenoma. Approximately sixteen years and ten months after the index procedure the patient was seen by interventional radiology in consult about removing the filter as the patient was experiencing abdominal and right lower quadrant pain, cold feet and shaking hands. The recommendation from the consultation was to leave the filter in place as the risk of filter removal was greater than the benefit of removing the filter. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) , filter tilt, stenosis and perforation of filter struts into organs. The patient became aware of the reported events approximately sixteen years and four months after the index procedure. The patient also experienced mental anguish/fear related to the filter.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for 'caval thrombosis.' As reported, the patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused perforation, tilt and stenosis. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) filter tilt, stenosis and perforation of filter struts into organs, approximately sixteen years and four months post implant. The patient also reported experiencing mental anguish/fear related to the filter. According to the medical record the patient had a history of morbid obesity, acute sinusitis with bronchitis, diabetes mellitus, gastroesophageal reflux disease (gerd), hyperlipidemia, osteoarthritis, arthritis, osteopenia, heel spur surgery, deep vein thrombosis (dvt), cholecystectomy, back surgery, hernia repair, peptic ulcer disease, chronic obstructive pulmonary disease (copd), lumbar radiculopathy, malabsorption syndrome, lung nodules and polycythemia. The indication for the filter placement was dvt and pending bariatric surgery. During the procedure a venocavogram revealed the ivc to be widely patent without thrombus. The filter was placed into the infrarenal area of the ivc. Two weeks post implant the patient underwent a roux-en-y gastric bypass. The results of computed tomography (CT) scan done approximately sixteen years and four months post implant indicate that the filter was tilted, there was some filter strut perforation and mild ivc narrowing related to intraluminal thrombus along the left lateral wall. Approximately sixteen years and ten months post implant the patient was seen by interventional radiology in consult about removing the filter as the patient was experiencing abdominal and right lower quadrant pain, cold feet and shaking hands. The recommendation from the consultation was to leave the filter in place as the risk of filter removal was greater than the benefit of removing the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Caval thrombosis and stenosis do not indicate a device malfunction, and may be related to patient, vessel characteristics and/or pharmacological factors. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Pain, anxiety, cold feet and shaking hands do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with stenosis and perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, tilt and stenosis.